Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and emergency medical service was dispatched on (B)(6) 2019. Customer¿s blood glucose level was over 600 mg/dl at the time of incident and was now 112 mg/dl. Customer experienced symptoms such as vomiting and diarrhea related to high blood glucose level. Customer stated that cannula was bent. Customer was unable to upload to carelink. The insulin pump will not be returned for analysis.